Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a left atrial accessory ablation for atrioventricular reentrant tachycardia (avrt), a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The physician started doing a transeptal to go into the left atrium. He inserted the ablation catheter and started mapping the atrium to find the best place to ablate the accessory pathway. After finding the spot, he gave several ablation applications. Following ablation, the physician had started a waiting period of 20min to ensure that the accessory pathway had disappeared and would not return when hypotension was observed. An echocardiogram was done which confirmed the effusion and a pericardiocentesis was performed to stabilize the patient. The physician could not determine the exact cause of the effusion but believed that it likely occurred while ablating. There were no performance issue with any abbott device.